Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have a failure. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a pftp where it failed usm yaw direction test prompting error 32100 on the axes controller, motor (acm). A gold acm pca was installed, and the error went away. The original acm printed circuit assembly (pca) was re-installed, and the error came back. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation.

Event description:
It was reported that during da vinci-assisted paraesophageal hiatal hernial surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report they received several recoverable errors on the universal surgical manipulator (usm) 4. The surgeon eventually disabled the usm. After some time, they performed a mid-procedure restart, and the system powered on normally. Logs showed errors 32100 and 32098 on the axes controller, motor (acm) on the usm4. The procedure was completed with no reported injury.